Event description:
Staff opened an omnimax nasal oxygen sensor and applied it to the patient. After applying the device, they noted that the wires closest to the sensor pad were stripped. 18mm of wiring is exposed before the white insulating tubing begins. The patient was not harmed. The device was removed and a new one was applied. Staff did not save the packaging, but did save the device. The manufacturer was notified, but does not want the device returned & instructed us to "throw it away." We have checked the other devices on this unit but have found no others with this same problem. Manufacturer response (as per reporter) for nasal oxygen sensor, oximax adult nasal oxygen sensorthe manufacturer was contacted. The manufacturer instructed the hospital to "throw the device away" since it had been on a patient and therefore contaminated, and because the staff had not saved the packaging, which would have provided the lot number for the device.